Manufacturer narrative:
The customer's report was duplicated and the lcd color display module was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device's display was completely white upon powering on. Complainant indicated that there was no patient involvement in the reported malfunction.